Event description:
It was reported that there was an issue with the touchscreen responsiveness, where the pump screen was frozen and unresponsive to customer input. There was no adverse impact to the customer's blood glucose level. The customer received complete pump reset information from technical support and chose to reset the pump, successfully restoring screen interaction.